Manufacturer narrative:
(B)(4). Concomitant medical products: g7 pps ltd acetabular shell; g7 neutral e1 liner; ceramic biolox modular head. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event; please see associated reports: 0001825034-2018-06722, 0001825034-2018-06723.

Event description:
It was reported a patient underwent initial total hip arthroplasty. Patient presented with intermittent thigh pain approximately one year post-op. Patient was diagnosed for iliopsoas tendinitis, which was treated with an injection. Follow-up x-rays noted radiolucency around the stem. Subsequently, patient was revised due to aseptic loosening.

Manufacturer narrative:
This report is being submitted to relay additional information. Multiple reports have been submitted for this event. The report numbers previously reported were incorrect. The correct reports submitted for this event are as follows: 0001825034-2018-09017, 0001825034-2018-05589. Reported event was confirmed by review of medical records and radiographs. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.